Event description:
It was reported that a user of the ilet system experienced hyperglycemia, with a highest continuous glucose monitor (cgm) reading of 350 mg/dl and a confirmatory glucometer value of 315 mg/dl, after eating caramel corn without announcing the snack to the pump; the user reported using an inset infusion set and an fsl3+ cgm, and glucose began trending down to 291 mg/dl by the end of the call following education on announcing snacks over 15 g of carbohydrates. Symptoms included blurry vision consistent with hyperglycemia. Outcomes included no hospitalization and resolution trend during the call. Investigation included product-use troubleshooting and user education related to meal announcements. Investigation of this case revealed a user error related to a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with unannounced carbohydrate intake.

Manufacturer narrative:
Initial.